Event description:
PICC line broke apart at insertion site while rn at pt's home - flushing catheter. Unable to retrieve. Pt taken to hosp. Where line retrieved via femoral catheterization. Meditech (PICC) lot# scr97d147 placed 6/25/97 (5 of r s. L) at hosp to lt basilic vein. Not placed by hhc so MFR info not available.